Event description:
It was reported that a patient underwent a sling procedure on an unknown date. At approximately eight weeks post-operatively, the patient bent over and heard something "break". On examination, the sling mesh had broken in half. The surgeon could not identify any fleece. The patient is incontinent again where she had been continent initially post-operatively. The patient was sent to a urologist in knoxville who reportedly told her the sling needed to be removed and a new one put in.

Manufacturer narrative:
Mesh torn - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2008-00890. The same device is represented in each medwatch as it was involved in two events.